Manufacturer narrative:
An internal investigation was performed for a customer in qatar who reported falsely elevated results in association with the vidas® estradiol ii assay (ref. 30431). The customer reported discrepant results between vidas e2 ii reference 30431 lot 1006573270/190505-0 and architect method. Patient sample results : vidas e2 ii : 1610 pg/ml and 1652 pg/ml architect: 1203 pg/ml batch history record: there is no CAPA nor non conformity recorded on vidas e2 ii reference 30431 linked to customer's issue. The analysis of the batch history records for vidas e2 ii reference 30431 lot 1006573270/190505-0 showed no anomaly during the manufacturing, control and packaging processes. Complaint trend analysis: no other complaint about discrepant results on vidas e2 ii reference 30431 lot 1006573270/190505-0 no recurrence of the customer's issue. Control charts analysis: the complaint laboratory reviewed four internal samples (target : 24.6-365-2129.65-1420 pg/ml) for six different batches of vidas e2 ii reference 30431 including the customer's lot 1006573270/190505-0. The analysis of the control charts showed that all results are within specifications. The customer's lot is in the trend of the other lots. Testing performed: the customer did not provide any sample for investigation. Four internal samples (samples those control charts were observed, see above) were tested with the retained kit vidas e2 ii reference 30431 lot 1006573270/190505-0 y56 : 29.75 pg/ml ; range 15.2-34 pg/ml y59 : 356.17 pg/ml ; range 318-412 pg/ml pma93: 2011.27 pg/ml ; range 1933-2425 pg/ml pma110 : 1361.72 pg/ml ; range 1257-1583 pg/ml the results of calibration conformed to the mle data and all samples were within specifications. Conclusion: samples needed to identify the root cause were not received from the customer. Without a sample it is not possible to pursue further investigation. According the above data , the kit vidas e2 ii reference 30431 lot 1006573270/190505-0 is within the expected performances.

Event description:
A customer in (B)(6) reported falsely elevated results in association with the vidas® estradiol ii assay (ref. (B)(4)). The customer stated results were not consistent with clinical findings and ultrasound, and the results delayed embryo transfer for some patients seeking ivf under ovarian stimulation protocols. The customer reported that one patient had estradiol results of 1610 pg/ml and the repeat result was 1652 pg/ml, and then the reference lab result was 1203 pg/ml which was consistent with clinical findings. The customer reported that they sent the serum of multiple patient samples to a reference lab using the architect method, and those results were consistent with the patients' clinical evaluation. The customer stated some reference lab results came back satisfactory while others did not. The customer then recalibrated and retested the samples, but the values were still not satisfactory. The customer reported they did not perform qcv or internal qc when testing with vidas, as they bench mark results with the reference laboratory . The customer reported that patient results were affected as higher estradiol values were reported to the physician. Thus, some patients had to wait for repetition and cross check in the other reference laboratory for a delay of 24 hours. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.